Event description:
It was reported that while attempting perform a knee revision with the lcck system and femoral cone, the femur's condyle fractured while impacting. The surgery time was extended to repair the fracture.

Manufacturer narrative:
Investigation in process.